Manufacturer narrative:
The complaint device was not returned for investigation. Based on the review of the complaint and communication with the facility personnel, no device malfunction was reported. Upon futher follow up with the facility, the facility indicated that the patient is normal following the procedure.

Event description:
Meditrina sales representative reported that the aveta system was setup and primed successfully. Once dialated, physician entered the cavity and the sales representative noticed that the pressure limit and fluid deficit starting to rise. The representative checked for cervical leakage at this point and suggested of possible perforation or cervical leakage. The physician concluded that the perforation was due to dilator used prior to entering the uterine cavity and not due to aveta device. The procedure was aborted.